Event description:
Foreign customer report of analyzer malfunction during operation. If the analyzer is operating in a sample measurement mode and the customer is utilizing the sequential (non-barcoded samples) sample identification mode, and data is edited using the analzyer software feature, a database conflict can occur which may result in one sample number being used for two separate sample test results. There is no potential for this event if the analyzer status is stop, pause, or stand-by. This mismatch could result in a sample concordance error. There have been no reports of this situation occurring in the united states, and there were no injuries reported by the foreign reporter.